Event description:
Heard loud popping noise, then smelled smoke less than one minute later. The electrosurgical unit was believed to be smoking. The cautery was unplugged and removed from the surgical field. The esu continued to run. The anesthesia machine read low power and the anesthesia machine was unplugged.